Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refp1999 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (refp1999) have been reported from the same facility.

Event description:
It was reported 6/19 @ 1040 right basilic 4fr single lumen PICC placed. Trimmed at 45cm, circumference 39cm. We had a good p-wave but x-ray showed short. An over the guidewire was completed since the patient's other side cannot be used with no complications. Additional info. Rcvd 06/22/2021: was there any patient harm reported? - no, an over the guidewire exchange was completed.